Manufacturer narrative:
Final device analysis revealed no anomalies on the ipg. It was functionally ok. There was a non-standard non-conformance on the lead. It was severely stretched and all conductors were broken 15.4 cm from the proximal end.

Event description:
The lead appeared fractured. It was very twisted inside the pocket. The system was replaced. No surgical complications were reported.